Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant,  a computerized tomography (CT) scan revealed that the patient experienced perforation. It was also noted that the pacing lead exhibited a pacing failure. The pacing lead was explanted and replaced. No further patient complications have been reported as a result of this event.